Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400s and a correction bolus was delivered via the pump. The customer fell and was admitted to the hospital. The customer was treated with an insulin drip; the high bg was resolved. The customer was discharged a few days later. The customer thought that the pump was not working. As the event occurred in the past, troubleshooting could not be performed.